Event description:
Experienced much difficulty with guiding the needle through the skin, resulted in puncturing the external jugular vein, pressure applied, approx. 1 inch area of hematoma developed (pt on plavix).